Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius assessed as a surgical impact opening. (Shell thickness within spec) and missing shell and patch observed assessed as inconclusive. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported " with no complaint against the device". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported " with no complaint against the device". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.